Event description:
The medwatch form stated: the patient had a ventriculoperitoneal shunt placed and set at 120. Ten (10) days later, the patient came to the ER. The dr. Attempted to reprogram shunt valve, but valve appeared to be malfunctioning and would not reprogram. The patient was brought back to surgery the next day for shunt revision. The shunt was revised per dr. The malfunctioning shunt valve was kept, and will be returned to the manufacturer. What was the original intended procedure performed: placement of a right frontal peritoneal shunt using a 7cm ventricular catheter along with a codman-medos programmable shunt set at 120. Device usage problem: device failed (e.g. Broke, couldn't get it to work).

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.

Manufacturer narrative:
Upon completion of the investigation, examination of the valve revealed the presence of biological debris within the valve casing. The valve was irrigated and an occlusion was noted. The siphon guard and catheters were also irrigated and no occlusions were noted. The device was tested for leaks and no leaks were observed. The biological debris has caused the returned valves to fail the pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.